Manufacturer narrative:
Patient's information, event date, other relevant history, including preexisting medical conditions, implant date and explant date were not provided. If the requested information becomes available, a supplementary report will be submitted. Lot information is unknown. If additional information becomes available a supplementary report will be submitted. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), during clinical procedure, there was an implant dropped from the implant driver.